Manufacturer narrative:
The device has been received by depuy synthes power tools. The reported problem of "pen damage" was confirmed. The device had a damaged/worn drive shaft found during the diagnostic assessment. This failure is likely due to improper assembly at the user site. If additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device 'does not function." Device was not used in surgery. Date of the event is unknown. It is unknown if injury or medical intervention occurred. There was no additional information provided.